Event description:
It was reported that during a photoselective vaporization of the prostate procedure, in the middle of the procedure the physician discovered the tip of the fiber was broken and the fiber was forward firing. The gland was large and the tip could have been broken when the physician needed to vaporize hard to reach areas of the tissue. It was noted that there were no stones present in the prostate. The fiber was immediately replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip break resulting in forward firing is confirmed as analysis found the fiber glass cap was detached/separated. It is probable that the debris adhesion found on the metal cap contributed to elevated temperature near the laser beam output window. Continuous elevated temperatures can lead to fiber tip damage, including glass cap detachment/separation and ultimately forward firing. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The fiber body break found between the control knob and distal tip most likely occurred due to excessive manipulation applied to the fiber during procedure. The IFU also caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on analysis result and the information available, the interaction between the user and device, may have inadvertently contributed to the reported event and observed fiber damages identified during analysis. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Analysis of the fiber identified that the tip of the glass cap was detached. The fiber exhibited mild devitrification at the output window and severe debris adhesion on the metal cap which is indicative of prolong tissue contact. In addition, analysis identified a fiber body break between control knob and distal tip 11.5 inches from the knob. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted identified a fiber body break between control knob and distal tip 11.5 inches from the knob. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. It also states that: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. And ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber tip is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment/separation. The fiber body break identified during analysis was likely due to excessive manipulation applied to the fiber during procedure. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the reported event and observed fiber damages identified during analysis.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, in the middle of the procedure the physician discovered the tip of the fiber was broken and the fiber was forward firing. The gland was large and the tip could have been broken when the physician needed to vaporize hard to reach areas of the tissue. It was noted that there were no stones present in the prostate. The fiber was immediately replaced, and a second fiber was used to complete the procedure without any complications to the patient.